Event description:
It was reported that a patient experienced a loss of therapy and the electrodes had high impedances. It was stated that there was no stimulation sensation and the patient had an increase in 'baseline pain' as well as 'more and more flares.' It was noted that the patient could last feel stimulation 'about 2 months ago.' There was no known accident or incident related to this complaint. The patient was on program 3 and turned up stimulation to 8.5v and still did not feel stimulation whether standing or sitting. It was stated that program 4 was too painful for the patient when she tried it 'a while ago' and did not try it again. It was stated that the patient was on program 1 'for a long time' at 2.0v and increased to 2.6 v. Then the patient changed to a different program because 'she thought maybe the nerve was tired.' Approximately 6 months later it was reported that the patient had a loss of therapeutic effect about 2 weeks after being reprogrammed on 4 new programs in (B)(6). It was stated that the patient did not adjust amplitude or change programs during that time and that therapy had worked during that time. At that time all the impedance measurements were greater the 4000 ohms. It was stated that the electrode configuration when therapy was lost was 2-,3-,c+ and the usage was 100%. The only impedances in range were c2=1280 ohms, c3=1768 ohms, 23= 3540 ohms; testing at default parameters of 2.0v and 330 pulse width. X-rays were taken and every thing 'looked in place' with no abnormalities. The patient was reprogrammed to 4 new programs that day which were: p1 c+ 3-, p2 2-, 3+/p3 2- 3- c+/ p4 3- 2+. Two days later it was reported that the patient could feel all 4 programs vaginally and the programs were under 3.0v. The patient was going to call the company representative in 2 weeks if symptoms did not improve. No further information was provided. More information has been requested and if received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v576606, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).